Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. An infusion site change was performed and an additional occlusion alarm occurred. The customer's blood glucose (bg) level was 325mg/dl. Troubleshooting was performed and the customer did observe drips of insulin exiting the infusion tubing during the load fill tubing sequence. No damage was noted to the infusion set cannula. Reportedly, the pump is worn against the customer's skin. The customer declined to load a new cartridge as a new cartridge had been recently loaded. Reportedly, an infusion site change was performed to address the occlusion alarm and a correction bolus was delivered address the bg level.